Manufacturer narrative:
Device analysis performed on the returned ipg revealed that it would not communicate with a known working remote control (rc) or clinician programmer (cp) and was unable to be charged despite multiple charging attempts. Functional testing was unable to be performed and the data logs were unable to be retrieved. The ipg was then cut open and revealed a high sleep current and lower than expected resistance, indicating a damaged application specific integrated circuit (asic) chip. This damaged asic is typical of exposure to high voltage transients and high current sources such as electrocautery. A labeling review was performed which determined that electrocautery may turn stimulation off or may cause permanent damage to the device, particularly if used in close proximity, as documented in the instructions for use (IFU). Therefore, electrocautery use that may have been performed on the patient is likely the cause of the reported event.

Event description:
It was reported that during a spinal cord stimulation (scs) lead implant procedure, communication was unable to be established between the implantable pulse generator (ipg) and the remote control. The remote control displayed an error message which confirmed the communication issue. The ipg was charged intraoperatively however, there was still no communication established. Therefore, the ipg was replaced during the procedure. The patient was hospitalized but has since fully recovered postoperatively.

Event description:
It was reported that during a spinal cord stimulation (scs) lead implant procedure, communication was unable to be established between the implantable pulse generator (ipg) and the remote control. The remote control displayed an error message which confirmed the communication issue. The ipg was charged intraoperatively however, there was still no communication established. Therefore, the ipg was replaced during the procedure. The patient was hospitalized but has since fully recovered postoperatively.